Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error message during the procedure. The clinician hand cranked the pump in order to maintain blood flow until function was regained by power cycling the pump. The case was completed without further issue. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s roller pump stopped and displayed an error message during the procedure. The clinician hand cranked the pump in order to maintain blood flow until function was regained by power cycling the pump. The case was completed without further issue. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.